Event description:
An ongoing issue was reported that the insulin gauge was intermittently inaccurate and static. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer.